Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has refused to consent. As a result, no conclusion can be drawn at this time. If consent is received at a later date, the issue will be re-opened and the results of the analysis will be reported. The device remains intact in a locked vault at ab, llc until consent is obtained. A review of the device history record was performed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device will not return to advanced bionics for analysis. The device will remain with the recipient. A review of the device history record was performed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. A review of the test data indicated impedance issues. Programming adjustments were made, however the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.